Event description:
Home patient called baxter technical service center for assistance in troubleshooting an alarm situation. During the course of troubleshooting, the patient indicated being connected to the patient line of the homechoice set during prime. The technican informed the patient that to never be connected during prime and they should only connect when the machine prompts "connect self". The patient was advised to discontinue treatment wtih the current set up and set up new supplies. Patient's rn reports no patient injury or medical intervention as a result of incident.